Event description:
It was reported that during a follow up in clinic, inadequate capture and out of range pacing impedance were noted on the right ventricular (rv) lead. Diagnostic imaging was performed and dislodgment of the rv lead was observed. A revision procedure was performed and the rv lead was repositioned to resolve the event. Later, the rv lead was explanted and replaced for unrelated reasons during an unrelated procedure. The patient was in stable condition.